Event description:
It was reported by the sales rep that during an unspecified surgical procedure on (B)(6) 2023 the truespan 12 degree peek device when shooting the first point, the point was not held, as if it had not fired the peek. It was reported that it was tried again and the same situation happened and the device was taken out of the joint. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown at this time. UDI: (B)(4). A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon the photo visualization, it was observed that only a photo label was provided. In which was noted the product code and the lot number, these numbers were verified, and they are correct. No further information was provided a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, and since only the product label is shown in the photo, this complaint cannot be confirmed. The photo provided does not contain evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to determine a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. 700 orthopaedic dr.